Event description:
Rn patient safety report: the dr was attempting to use the needle driver to suture central line in place. The needle driver would not close. The handle was locked but the teeth and end were still apart. One suture was tied with only slight difficulty but when the doctor attempted the second suture, he could not get it to clamp down on needle. Then he attempted to just pinch the needle but the end broke off. He was able to suture using the needle only.same rn filled out medsun report: physician had placed a central venous catheter and was using the needle driver to tie the suture. Needle drive end was bent and would not clamp on the needle. Handled part was locked and closed but teeth would not close. Physician attempted to just get needle clamped higher on end but it would not close, and then one side of the needle driver broke off by the teeth.======================manufacturer response for needle holder in pressure injectable quad lumen cvc kit, (brand not provided) (per site reporter).======================I sent an email and waiting for a response. I will update this report and take pics to send to you.